Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had detached from the pod we are unable to confirm the event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It has been reported that when removing the pod, the cannula detached from the pod and stayed in the patient's body. The patient was able to remove the cannula themselves without any medical intervention. The patient states that after the infusion site was normal without any irritation or infection. No bg levels were provided.